Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the ipg. It was noted also that patients want a programming upgrades. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as per facility policy.